Event description:
Procedure: gastric bypass. According to the reporter. Some staples remained in the cartridge after firing, and the staples that were fired did not form properly. The stapler cut tissue. Blood loss was reported as 20cc, the staple line was over sewed, and there was no tissue loss. Surgery time was extended beyond 30 minutes.